Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator shut down and had a burning smell. The device was available for evaluation. A review of the logs indicates power was lost to the ventilator previously and based upon the reported event and the observations of the service personnel, it is likely that this ventilator experienced a loss of ventilation. The service personnel (sp) inspected the ventilator and upon powering up the ventilator the unit started alarming with a constant alarm, batteries were lit up with all lights and red led (light emitting diode), the unit began to smoke. Sp inspected all the breath delivery (bd) printed circuit board assemblies (pcba's) and found that the direct current (dc-dc) pcba had a burnt component on it. Sp replaced the dc-dc converter pcba. Sp plugged the unit back into the wall and reinserted the batteries and noticed the primary and extended batteries were all lit up and the red led was lit so replaced the bd power controller and distribution pcba's. After reinserting the batteries sp found they were damaged and replaced the batteries from customer stock. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. Dc-dc converters shorts can create a surge of power which affects the bd power distribution pcba which then in turn affects the battery. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator shut down and had a burning smell. The patient was transferred to an alternate ventilator without injury. A review of the logs indicates power was lost to the ventilator previously and based upon the reported event and the observations of the service personnel, it is likely that this ventilator experienced a loss of ventilation.

Manufacturer narrative:
Section d9 was updated due to parts returned section h6 evaluation codes were updated due to the analysis of the returned parts result code (annex c) add additional code conclusion code (annex d) remove d02 and add d01 compondent code (annex g) remove g02005 and add g0201201 h3: device evaluation summary: was updated due to the analysis of parts returned medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator shut down and had a burning smell. The device was available for evaluation. A review of the logs indicates power was lost to the ventilator previously and based upon the reported event and the observations of the service personnel, it is likely that this ventilator experienced a loss of ventilation. The device was available for evaluation. Tthe service personnel (sp) inspected the ventilator and upon powering up found that unit started alarming with a constant alarm, batteries were lit up with all lights and the unit began to smoke. Sp inspected the breath delivery (bd) printed circuit board assemblies (pcba's) and found that the direct current (dc-dc) pcba had a burnt component on it and replaced it. Due to additional damage, sp replaced the bd power controller and power distribution pcbas and the primary and extended batteries. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One bd power controller pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for failure investigation. Visual inspection of the returned bd power distribution pcba found visual damage to r6 resistor and r61 resistor. Using a multimeter it was found that r6 and r61 were open circuit, confirming the bd power distribution pcba to be faulty. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection of the returned dc-dc converter pcba found thermal damage to c32 capacitor. If a failure of the c32 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated due to a faulty capacitor c32 on the dc-dc converter pcba which can create a surge of power causing thermal damage to the bd power distribution pcba (r6 and r61) and affecting the batteries. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.